Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with diffuse lamellar keratitis stage iii in both eyes. The topical steroid dosage was increased and an oral steroid was given. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision that is worse in the right eye. In addition halos/glare/shadows were also indicated. Patient reported symptoms are not interfering with daily activities. A brief description of the event mentions both flaps were lifted, beds gently were wiped with wet wecks, rinsed interface. Bcva from (B)(6) 2016: right eye pre-op 20/20 -8.50 x -.50 x 67, left eye pre-op 20/20 -8.00 x -1.75 x 142.